Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, the lead pin was not able to be visualized past the connector block, and there was a suspect area of the lead near the bifurcation which a possible discontinuity was observed in one of the quadfilar coils, however due to poor image quality, this portion of the lead was not able to be adequately assessed. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported to manufacturer that the vns patient was seen for a follow-up visit and high lead impedance resulted from a system diagnostic test. The physician programmed the output current to 0ma and sent the patient for x-rays. There was no report of patient manipulation or trauma. The x-rays were sent to manufacturer for review where the lead connector pin did not appear to be fully inserted, as it was not visualized to extend past the connector block. In addition, there was a suspect area of the lead near the electrode bifurcation, where a possible discontinuity was observed in one of the quadfilar coils, however, due to poor image quality, this portion of the lead was not able to be adequately assessed. The patient was referred to a surgeon, and revision surgery is likely.